Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked case on the back at the battery tube area and belt clip rail case corner. Unit received with cracked keypad overlay at select button.

Event description:
Customer reported via phone call that the insulin pump case had cosmetic damage. Customer's blood glucose value was 135 mg/dl at the time of the incident. Customer stated that damage was over the battery portion. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.